Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm and buttons not responding. The customer was reported that numbers were not ramping on their own, the scroll bar was not moving with any input. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with a critical pump error (open book image) alarm and unable to download due to moisture damage on the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test or verify pump error 35 alarm or verify unresponsive keypad and pump error 4 alarms due to critical pump error (open book image) alarm and unable to download. Moisture damage was also found on the force sensor and motor during visual inspection. Device was also received with scratched case, serial number label stained, pillowing keypad overlay, case cracked behind the device at the corner of the belt clip rails and cracked battery tube threads.